Manufacturer narrative:
UDI: (B)(4). The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During follow-up, an increase in left ventricular (lv) threshold and phrenic nerve stimulation were noted. The pacing mode was set to right ventricle only. The patient is stable.